Event description:
The customer reported beckman coulter coulter lh 750 hematology analyzer leaked cleaner and diluent (20 -40 ml). The customer was unable to determine the source of the leak. The customer was wearing personal protective equipment (ppe) consisting of a lab coat, eye protection, and gloves. The customer did not come in contact with the fluid and did not seek medical attention. No exposure (sprayed or splashed) to mucous membranes or open wounds were reported. No death, injury or changes to patient result or treatment are associated with this event. On the day of the event, a field service engineer (fse) observed that quick disconnect (qd) 7 was unlocked and partially opened causing fluid to leak onto instrument. The fse connected the qd7 properly and cleaned the instrument; no further leaks were noted. Repairs were verified as per established procedures. Results meet published performance specifications. Root cause for the leak was a partially opened qd7.

Manufacturer narrative:
(B)(4).